Event description:
The manufacturer received information alleging a ventilator's exhalation valve in the pt circuit was not working properly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's active exhalation control module was replaced to address the issue.